Manufacturer narrative:
Conclusion: investigation results indicated that cardiac dysrhythmias were known potential adverse events per mosaic IFU, and atrial fibrillation / av block were the most common cardiac dysrhythmias. Based on the received information, a permanent pacemaker was implanted. No adverse patient effects were reported. This report is being submitted as part of a historic clinical review of adverse events contained within the randomized surgical valve arm of the corevalve us pivotal study.

Event description:
Medtronic received information that 2 days post implant of this aortic bioprosthetic valve, the patient was noted to have atrial fibrillation (afib) considered to be related to the patient's device. Seven days post-implant, the patient had high grade atrio-ventricular (av) block noted on telemetry, and a permanent pacemaker was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.